Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how long was the surgical procedure time extended by (minutes/hours)? S informed by the doctor, for three (3) more hours attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any significant impact to the or team as a result of the additional 3 hours of operating room time? Were there any unexpected outcomes or complications as a result of the alleged device failure or extended or time? Was there any change to the postoperative care of the patient? If so, please explain.

Event description:
It was reported that during a eventration + segmental colostomy procedure, right after removing the device, the surgeon saw a loss of blood on the suture line. At this same moment he revised, and verified the entire anastomosis opened. The instrument cut, but did not staple. He saw the staples that came out but not impacted on the anvil (remaining in its original form u). It performed the action of the shot, cutting but not stapling at any point of the extension of the suture. Damage to or caused to the patient: there was no damage to the patient, because it was resolved right on the same time. It was necessary to extend the surgery time to perform another lower anastomosis. They made a lower resection and a new anastomosis. The patient is already discharged.